Event description:
Customer reported low blood glucose symptoms with result of 126 mg/dl obtained on the advantage system. Customer's family treated him with "sweets"; low blood glucose symptoms improved, and customer tested 210 mg/dl two hours later on the advantage system. Requested return of suspect device and replacement was sent.